Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced a false pause episode due to undersensing of the qrs complex. It was further reported that tachycardia episodes do not appear to be ventricular tachycardia (vt).the icm remains in use. No patient complications have been reported as a result of this event.